Event description:
Report received of a tubing separation. The customer reports that the tubing is disconnecting from the back of the cassette. Two incidents were noticed out of the package and one incident was on a patient. The patient did experience bleed back, but the amount of bleed back is unknown. The patient's IV site remained patent. The fluid infusing was not a critical drip and there was no report of delay in therapy. The exact fluid infusing was unknown to the reporter. No report of adverse patient effect. Additional patient information was requested, but no further information was available.